Manufacturer narrative:
Final analysis found that the ac adapter prongs were burnt and melted due to the short, but there was no other damage noted. The original prongs were then replaced with a testing prong and the unit powered on successfully without any issue.

Event description:
It was reported that the power adapter shorted out and melted. No power outage was reported.

Manufacturer narrative:
Device mfg date should have been included in the previous report.